Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2018 by the injury., titled ¿treating patella fractures with a locking patella plate - first clinical results". The study reviewed thirty-five (35) patients who underwent fracture fixation using patella sutureplate (arthrex) to address dislocated fractures of the patella. During the seventy-five (75) month follow-up period, one (1) patient experienced implant failure with secondary fracture dislocation. Source: wurm s, bühren v, augat p. Treating patella fractures with a locking patella plate - first clinical results. Injury. Jun 2018;49 suppl 1:s51-s55. Doi:10.1016/s0020-1383(18)30304-8.